Event description:
It was reported that the pump exhibited an "air in line" alarm message despite changing the tubing. Patient involvement is unknown.

Manufacturer narrative:
Other text: b3: unknown. No information has been provided to date.device evaluation: one device was returned for analysis in used condition. Visual inspection showed the lens display was scratched and both the downstream occlusion sensor and upstream occlusion sensor were contaminated by fluid ingression. Review of the event history log showed an occurrence of an "air in line detected" alarm message. Functional testing duplicated the reported issue. The investigation determined that a faulty air detector was the cause of the reported issue. The air detector was replaced to correct the issue. Service history review identified the complaint was not related to a previous service of the device within the review period.